Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair surgery using a healicoil 5.5mm anchor, the bone hole was made with the initiator, and then when screwing the anchor in, some of the threads began to break and release from the anchor. All the broken pieces were removed from the patient which resulted in a non-significant surgical delay of 15 min. The procedure was successfully completed using a backup anchor and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Based on the condition of the product material found during visual inspection, additional material testing is not required. A visual inspection found the device returned without original packaging. The anchor and suture were in the original loaded position on the device and the first few threads were deformed/smashed with one piece of the thread missing/broken off. This case reports, the breakage of the anchor threads upon screwing the anchor into the bone. Reportedly, all pieces were removed from the patient. The procedure was completed using a backup device with a 15-minute procedural delay. Per case communication, there was ¿no damage caused¿ and the ¿patient¿s health condition is stable.¿ patient impact beyond that which was could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force on insertion or off-axial insertion. No containment or corrective actions are recommended at this time.